Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message when loading a cartridge. Reportedly, the cartridge was filled with 130 units of insulin. Then, the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. There was no impact to the customer's blood glucose level. The customer loaded a new cartridge and received an accurate fill estimate.